Manufacturer narrative:
(B)(4).

Event description:
This lead was displaying thresholds over 3000 ohm. It was disconnected from the header, cleaned, retested with good numbers and reconnected to the header. This resolved the issue. This lead remains actively implanted and no adverse patient side effects were reported.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.